Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information obtained from the field representative indicates that dislodgement was found on pre-discharge interrogation and was confirmed on chest x-ray. An atrial and ventricular signal was also noted on the lead. The lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned. Pa indicated that per, (B)(4) testing leads, adapters, and accessories, leads returned with a linked pi that contain a (B)(4) as one of the observation codes do not require testing or analysis unless there is an accompanying axxx observation code.